Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient got out of the car and neck fx. On prosthesis. Stem + fx. Neck + head were removed and revised. (Stryker res. Model) cup + liner were left implanted.

Manufacturer narrative:
Additional information received from litigation on 05/15/2019. Updated the explant date from (B)(6) 2019 to (B)(6) 2019.